Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the battery to fully deplete. Subsequently, after plugging the pump in to charge, an unexpected reset occurred. The customer's blood glucose level was 289 mg/dl. Reportedly, the customer was able to reload the existing cartridge and resume insulin delivery.